Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 250 ml of solution in the reservoir. The reported condition of no flow/non-delivery was not confirmed. Visual examination of the device showed no signs of blockage that could have caused the reported condition. Flow was readily observed at the luer. Flow continued without stopping until the solution was emptied from the reservoir. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Event description:
Baxter (B)(4) received a report that a folfusor had no flow before use. The device was filled with 5-fu. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.